Event description:
It was reported that the pump screen was unresponsive and would not turn on, despite various troubleshooting attempts including pressing the button and charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump and a replacement pump was sent by technical support. The customer was instructed to allow the original pump's battery to deplete fully before returning it, and they acknowledged the steps needed upon receiving the replacement.